Event description:
It was reported that, during an acl biosure knee arthroscopy, the nitinol guide wire was passed and the screw biosure regenesorb 7mm x 20mm was inserted into the tunnel, and before the screw was fully inserted, it broke. A 6.5mm tunnel, biosure screwdriver was used to prepare the insertion site, it was cleared of all debris prior to insertion. The broken pieces were removed from the patient with a kelly forceps. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up used in the originally drilled bone hole. No further complications were reported and the patient status is stable.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: b5: event description.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an acl biosure knee arthroscopy, the nitinol guide wire was passed and the screw biosure regenesorb 7mm x 20mm was inserted into the tunnel, and before the screw was fully inserted, it broke. A 6.5mm tunnel, biosure screwdriver was used to prepare the insertion site. The broken pieces were removed from the patient with a kelly forceps. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up used in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The screw is fractured into multiple pieces. Not all the pieces were returned. Bio debris is present. An analysis of the customer provided image found a broken screw lying on a surface. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.